Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a site/set/cart (cartridge leak) issue. The reporter stated that the cartridge was leaking but was unsure of the location of the leak. Luer lock was said to be tightened. There was no indication that the issue caused or contributed to an adverse event. This complaint is being reported because a leak in the cartridge can result in under delivery.